Event description:
It was reported that there was early battery depletion and the device was at rrt (recommended replacement time). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: upon analysis, normal battery depletion was found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488 implantable pacing lead, (B)(6) 2010; imu49b45 implantable pacing lead, (B)(6) 1999.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.